Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b non-applicator tampons for menstruation (route-vaginal, lot number, expiration date and frequency unspecified). After few hours, when she removed the tampon, the tip of a latex finger from a glove came out along with it. She stated that she had been using the device for the past thirteen years and this was the first time she had the issue. The action taken with the device was unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b non-applicator tampons for menstruation (route-vaginal, lot number, expiration date and frequency unspecified). After few hours, when she removed the tampon, the tip of a latex finger from a glove came out along with it. She stated that she had been using the device for the past thirteen years and this was the first time she had the issue. The action taken with the device was unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No sample was returned and no valid lot number was provided. Due to the unavailability of the sample, the alleged defect could not be confirmed. Reviewed of the manufacturing process, design, package and product changes for the last two years (at the brand level) found no issues. Operators do not use gloves during normal operation. Based on this and on the description provided by the consumer, it is likely that what the consumer describes as a piece of rubber glove was the tip of the wrapper. Review of the manufacturing process, design, package and product changes for the last 2 years (at the brand level) found no issues. Review of the complaint data found no adverse trends. No assignable root cause could be identified. Complaint trends will continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.